Manufacturer narrative:
Zimmer biomet complaint (B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2022-00131 and 0001032347-2022-00133.

Event description:
It was reported that the screw broke during insertion. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10 ¿ medical products item# 91-6107, 1.5mm system high torque screw, lot# unknown item# 91-6207, 1.5mm system high torque screw, lot# unknown no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, d10, g3, g6, h2, h3, h6 and h10.

Event description:
No further event information is available at the time of this report.